Manufacturer narrative:
Despite multiple requests made to the field to request additional information concerning this event, no further details were provided. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this patient was presented to the hospital and upon interrogation, asystole was observed. A lead safety switch was also noted due to multiple high out of range pacing impedance measurements of greater than 2000 ohms and no capture at maximum outputs on the right ventricular (rv) lead. There were multiple ventricular tachycardia episodes that showed double counting after loss of capture as well. The physician believed the rv lead was fractured. A revision procedure is being planned but for now the rv lead remains implanted and in service. No adverse patient effects were reported.